Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully explanted. A replacement lead implantation was attempted but ultimately the product was exchanged for unknown reason. A new left ventricular lead was placed successfully. No patient symptoms or additional information was reported.

Manufacturer narrative:
The lead was returned due to unknown reason. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.